Event description:
A physician reported a pt who was treated with regularly every 2 months in the nasolabial folds. In november 1997, she reported having "very severe" trigeminal pain after a treatment which lasted for about 3 weeks. The pt received acupuncture treatment for the pain in december 1997. She then consulted a plastic surgeon, who believed that the pain might be due to collagen antibodies, which he had heard caused trigeminal neuralgia in pts who had received collagen for a long time. The treating physician believed that the collagen material was placed deep to a cheek implant, thus placing pressure on the trigeminal nerve. She planned to continue collagen treatments, avoiding the upper nasolabial fold near the cheek implant, and consider fat implants.